Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Model number/catalog number: 72404155. Serial number: n/a. Batch/lot number: 528744002. Model/catalog description: reservoir 65 ml pc/iz. D4 unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with fractured tubing and cylinder fell inside the scrotum, the device presented a mechanical problem and a fluid loss. The ipp was explanted and replaced. There is no additional information reported.